Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had an issue with data configuration setup screen. The customer reported that the machine was unusable that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had an issue with data configuration setup screen. The customer reported that the machine was unusable that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jan-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that the data configuration setup screen kept appearing because the customer had accidentally deleted the device from the server. A technical support specialist troubleshot the device, recovered the deleted device, verified that retry mode was off, backed up the database, and performed a full sync. The system worked as intended after the specialist diagnosed the device.